Event description:
Reference number (B)(4). Event occurred in finland. It was reported that, patient faced infusion set tape not sticking event on 07-jul-2024. It was reported that the tape did not stick more than 2 hours. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: finland